Event description:
It was reported that the handle was not ratcheting and its loosening grub screw in the handle. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information upon investigation, the cutters failed the cut test.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01364; 0001526350-2023-01365; 0001526350-2023-01366; 0001526350-2023-01367. Review of the most recent repair record determined the cutters failed the test cut. Per photos, the cutters appear to be worn. As cutters are not fully repairable, they were returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends